Event description:
Healthcare professional reported right side rupture, diagnosed by ultrasound. Healthcare professional additionally reported capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified device with rupture and fold creases.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.

Event description:
Healthcare professional reported right side rupture, diagnosed by ultrasound. Healthcare professional additionally reported capsular contracture baker grade ii. Device has been explanted.